Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid to proximal right coronary artery (rca), that had previously implanted stents. A 2.75x20mm synergy drug-eluting stent was advanced to treat the lesion. However, physician felt that the stent may have ran into the previously implanted stents and caused buckling to the distal end of stent. The second stent was a 2.75x24 promus premier. A guide extension catheter was used and again the distal end of the stent was damaged when entering the vessel and would not cross. The physician then used another promus stent and was able to deliver without difficulty. No harm occurred to the patient.